Event description:
Alleged the brake pedal is migrating out of the brake position when pts move. Brake not holding.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field tech adjusted the casters to repair the bed.